Event description:
It was reported that the patient had tripped over their dog, fell, and lost stimulation. The patient could not feel stimulation at the maximum output. There was a loss of therapeutic effect, noted to be less than 50% therapy relief. Impedance testing showed electrodes 2, 4, 5 and 7 greater than 10,000 ohms. The device was reprogrammed avoiding these electrodes and coverage was regained. The patient¿s status was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v235029, implanted: (B)(6) 2009, product type: lead; product ID 3888-45, lot# v284950, implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3888-33, lot# v287550, implanted: (B)(6) 2009, product type: lead; product ID 3487a-56, lot# v062324, implanted: (B)(6) 2009, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).